Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during the first inflation at around 10 atmospheres for about 10 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.